Event description:
It was initially reported that patient had device removed due to staphylococcus infection. Patient was hospitalized for 6 days. It was later reported that patient did not have staphylococcus infection but had fibromyalgia. Patient did not have meningitis. Signs and symptoms of infection include redness, swelling, drainage, and pain. The infection occurred at the device pocket. The culture obtained from the device pocket showed no growth. Patient was treated with intravenous antibiotics. Partial device system was explanted. Patient outcome was noted as ongoing.

Manufacturer narrative:
Product ID 3889-28 lot# v963078 implanted: (B)(6) 2012 product type lead; product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).